Event description:
Provider states that the unit was getting a 809 error code, control power module failure, when provider put another controller on the chair it worked fine. Provider states the chair stopped on friday when the consumer was coming out of his van. No additional information provided.